Manufacturer narrative:
The field was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the safe-t-j amplatz extra-stiff support wire guide broke during the tavi (transcatheter aortic valve implantation) procedure, and the wire guide bent in the aorta. The user straightened the wire guide, but it became "less responsive." The wire guide gradually lost its whole stiffness and support. Upon removal, the central part of the wire guide seemed to be broken and only the elasticity of the external spring remained. The product problem reportedly led to a loss of time and "increased stress", but it did not result in any reported serious injuries to the patient. It was further noted that coil elongation was a result of the proximal solder connection breaking.